Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was high with moderate ketones. However, the type of treatment to address bg was not provided. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage.